Event description:
A report was received that a patient was experiencing pocket site discomfort; there was no redness or swelling involved. A pocket revision was recommended, however, the patient has decided not to proceed with the pocket revision.

Manufacturer narrative:
This is the final report.